Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was returned to the manufacturer after being explanted due to a heart transplant and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.